Event description:
Lar procedure. Ralc45 dlu was fired, and a staple in the middle of the transection line was not properly formed. It appeared as though the ends of the staples were sticking up through the transection line.